Event description:
The customer reported that while the iabp was in use on a patient, the iabp generated a system failure message. No patient injury was reported.

Manufacturer narrative:
Although the company service representative was unable to duplicate the reported problem, he did observe an error code 66 (safety vent failure) in the system fault log. He replaced the safety vent valve (part number (B)(4)). The iabp was tested to factory specification. It functioned normally and was returned to the customer.